Event description:
During a corrective maintenance follow up call, biomedical noted that all of the radiant warmer/isolette patient exam lights show varying degrees of melting on the top plastic lamp housings. Some were melted to the point of burning completely through the plastic and developing a hole on the top of the housing. The users of the lamps informed us that they were unable to swing the lamp to the other side of the isolette to spot the light at an angle. This was due to the lenght of the gooseneck flexible arm and the location of the lamp power supply on the isolette. The users were unable to relocate the exam lights because the dovetail clamp knob was small and could not be turned. This forced the users into placing the exam lamp directly under the isolette. The examination lamp that came with our new isolettes will work fine on a standard isolette. When used with a radiant heater/isolette combination, the lamp seemed too short and not easily removable on the warmer. I can bet that we are not the only ones with this problem. A metal shroud or deflector plate would be the solution to this problem, but the lamp would still be used directly under the heating element. Not a good design.